Manufacturer narrative:
(B)(4). The insulin pump was received with currents in specifications. No unexpected failed battery. The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test. The customer's blood glucose was unknown at the time of incident. The alarm was cleared. Inspected and cleaned the battery cap and contacts, inserted a new battery and the insulin pump alarmed failed battery again. The insulin pump will be replaced. The insulin pump will be returned for analysis.